Manufacturer narrative:
A ge service rep performed an on site investigation. The table extension and left side latch bracket were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's foot extension failed to operate properly. No report of pt or staff injury.